Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patients tibial component was revised for tibial loosening and subsidence resulting from a kick from a horse.

Manufacturer narrative:
An event regarding loosening and subsidence following trauma involving a triathlon baseplate component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: DHR review was satisfactory. Complaint history review: chr confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patients tibial component was revised for tibial loosening and subsidence resulting from a kick from a horse.